Event description:
It was reported that the customer experienced a low blood glucose reading of 50 mg/dl. The customer stated that her belt clip had broken. Advised a replacement would be sent. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.